Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience? Surgeon is experienced with our product. Were there any staple formation issues noted in the surgical field? If so, please describe the shape of the staples. With irregular shape. Did the device cut the tissue? Yes what is the current patient status? Stable and left from the hospital.

Event description:
It was reported that during a laparoscopic low anterior resection (dixion), could not squeeze down the firing trigger. The device did not cut through the breakaway washer and tissue.

Manufacturer narrative:
(B)(4).batch # p5692m. Device evaluation: the analysis results found that the cdh29a device (a) arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information obtained: after removed from the patient, the surgeon found the adjusting knob was loose, could not rotate any more. Corrected data: device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No issues were noted on the adjusting knob, the device opened and closed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.